Event description:
It was reported that the patient presented with high pacing impedance on the right ventricular (rv) lead. It was found that the rv lead had dislodgement. The rv lead was explanted and replaced. Patient condition was stable.